Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and a barbed suture was used. When the surgeon went to the bury the tab, it pulled through. It was noted that the fixation tab was missing. A new device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.